Manufacturer narrative:
The device that was intended for use in treatment, was returned for evaluation. There was a relationship between the reported event and the device. A visual inspection was performed and showed no defects. Functional inspection was performed and showed the system fault indicator illuminated when the console was powered on. Root cause is determined, to be a component failure. A review of the manufacturing records found that there was no evidence that the product didn¿t meet specifications at the time of manufacture. A complaint history review found other related failures. Smith and nephew will continue to monitor for any adverse trends relating to this product. No further investigation is required.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that when a brand new console was turned on in the operating room the red error light was on and the foot pedal light was also on (even with the foot pedal plugged in); no noise was heard coming from the console which usually does. The device was powered down and restarted but the same issue persisted. A back up console was available so the case was completed with no issues.